Event description:
A lead extraction procedure commenced to remove two left ventricular (lv) leads (one capped), a right atrial (ra), and right ventricular (rv) lead due to non-function, redundancy, and fracture. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing a spectranetics glidelight laser sheath and a spectranetics tightrail rotating dilator sheath, the ra, rv, and active lv lead were removed successfully, without incident. Then, after removal of the capped lv lead, a transesophageal echocardiogram (tee) was performed, and a pericardial effusion was detected. The patient¿s blood pressure dropped, and rescue efforts began, including thoracotomy. A coronary sinus (cs) perforation was discovered and repaired, and the patient survived the procedure. This report captures the lld ez providing traction on the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A3b) patient gender - not available from facility. A4) patient weight - not available from facility. B7) relevant tests/laboratory data - not available from facility. H3): the lld ez was discarded, thus no returned product investigation was performed. H6): perforation of vessels is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.